Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 46 mg/dl. Customer was using auto mode. Customer stated that current charger was working when he used another set of battery and it was currently blinking green while charging the transmitter. Customer was trying to charge the transmitter but the charger was giving a red light even after replacing the battery, customer reported red led light on charger. Customer stated that red led flashes approximately every 2 seconds. Customer has tried replacing the battery in the charger. The insulin pump will not be returned for analysis.